Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured limb ischemia with a "unknown (undetermined)" relationship to the impella 5.5 device used: ¿10/17 mi from osh, iabp placed, vt code upon induction of anesthesia, insertion impella left ventricular support device (impella 5.5), right axillary conduit creation with 10 mm gelweave graft direct anastomosis, emergent peripheral venoarterial ECMO initiation via 21 french left common femoral artery cannula and 25 french multi stage left common femoral vein cannula, removal of intra-aortic balloon pump from the right common femoral artery, limb ischemia requiring limb reperfusion cannula (901) antegrade perfusion cannula placement: 7fr antegrade perfusion cannula placed in l sfa with us and fluoro guidance.¿ the patient recovered with no sequelae. It was further reported that the patient expired while on impella 5.5 support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿.

Manufacturer narrative:
The investigation of limb ischemia, vf/vt/af/at, and hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-23166 in accordance with updated procedures. G2 report source missing from manufacturer device report 1220648-2024-23166.

Manufacturer narrative:
Added-b5 hemolysis failure mode added, b6-relevant lab data, h6 clinical code 1886.

Event description:
A notification was received on 10/28/2024 via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "probable" relationship to the impella device. It was reported that the patient/event had not recovered/not resolved.